Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or liberty cycler set. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
During medical review for a separate event, it was discovered a peritoneal dialysis (pd) patient had a previous instance of peritonitis. During a follow up call with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported the patient was hospitalized for the event peritonitis. The patient was reportedly treated with vancomycin intra-peritoneal (ip) unknown dose, frequency and duration. Details surrounding the patient¿s hospitalization course are unknown. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.